Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The initial reporter stated that the patient had an nj tube placed on (B)(6) 2019. On the 2nd postprocedural day/3rd titration day the patient had five diarrheal vacuolations and tensile fever (37.3°c/99.14° f). In addition, the patient required an oxygen mask and was examined by a pathologist and found to have an infection. On the 3rd postprocedural day/4th titration day the fever receded. The diarrheal outbreaks stopped. The treating physician diagnosed the patient with a respiratory infection and reported that the patient is doing better and was scheduled for discharge on (B)(6) 2019.